Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260 (B)(4) implanted: (B)(6)2017. Product type lead product ID 977a260 (B)(4) implanted: (B)(6)2017. Product type lead product ID 977a260 (B)(4) implanted:(B)(6)2017. Product type lead product ID 977a260 (B)(4) implanted: (B)(6)2017. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the x-rays showed a lead migration. The manufacturer representative was able to reprogram and at this time the patient stated they were receiving good stimulation coverage. The patient believed that the lead migration may have happened when they hurt their back. It was noted that the patient teaches dance and had been more aggressive with their body mechanics since having their pain alleviated with the stimulator. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they were not able to obtain the patient¿s weight. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins). It was reported that the patient¿s stimulation location and sensation had changed. The patient reported hurting her back sometime in (B)(6) and recently to the chiropractor. Since then, she states her stimulation has changed. The patient was sent for x-rays and the plan was to follow-up once the x-rays were available. It was unknown at the time of the report if the leads had actually migrated or if any additional intervention beyond reprogramming was necessary. No further complications were reported/anticipated.